Manufacturer narrative:
According to the customer, on (B)(6) 2025, he fell to the ground when the backrest "metal broke" when he sat on the device. The customer saw his doctor due to back pain from the fall and is scheduled to have radiofrequency ablation on (B)(6) 2025 to treat the pain. The customer stated that he has a history of "spinal stenosis", and the fall exacerbated the pain. Since the fall, the customer states that he has been "taking his regular medications" to help alleviate his symptoms. It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, he fell to the ground when the backrest "metal broke" when he sat on the device.